Event description:
It was reported that the prime volume is larger than expected. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration, and contamination was observed on the force sensor assembly. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. During evaluation the pump was able to be rewound, loaded, and primed successfully. Contamination was observed on the force sensor assembly. Loss of cartridge detection did not occur during evaluation. Correction number - 2531779-03/24/2010-003-r.